Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Tandem technical support performed a pump system check and found that the pump's time was off by one hour. Reportedly, the customer did not update the pump time for daylight savings. The pump time was corrected, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.